Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed a pump stop due to a driveline disconnect. It was reported that the patient was admitted due to fluid overload from missing a hemodialysis session. The patient recalled the low flow alarm (when he was changing power sources) on (B)(6) 2020, but did not recall a driveline disconnect alarm. The patient stated that he did not touch the driveline. Of note, evaluation of the submitted log file revealed that the driveline disconnect and corresponding low flow alarm occurred 17 minutes prior to a power source exchange. According to the account, the patient has been found to be a poor historian. The patient was educated about changing power sources properly. The patient performed a teachback of changing power sources. The patient is awaiting discharge home when his international normalized ratio (inr) is therapeutic. Upon interrogation on (B)(6) 2020, there were no further alarms. The patient remains ongoing on ventricular assist device (vad) support, and no further issues related to this event have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook state that if the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation. Further, these documents outline all system controller alarms, as well as how to respond to each alarm condition. The hmii lvas IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 06may2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient gender was requested but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had two driveline disconnects, pump off and low flow alarm on (B)(6) 2020. The patient states that he was changing power sources at the time, but did not touch the driveline. Upon review of the log files, technical services found that the log captured two pump stops and one low speed advisory on (B)(6) 2020. This seems to be caused by manual disconnects of the driveline. There were no other unusual events recorded in the log file.